Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) insulation sheath is no longer intact. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: customer confirmed scratch marks on the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The tip cover accessory has been returned and evaluated by the failure analysis team. The tip cover was found to have tearing at the mouth on the distal end. Tears are not axially aligned with the tip cover and measure from 1.42mm to 1.32mm in length. There are no signs of thermal damage present at the end of any tears. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.